Manufacturer narrative:
It was alleged that during transportation of the patient with the gatch in a raised position, the gatch had unintentionally dropped which caused some additional pain to the patients already injured leg. It was confirmed that the patient did not require any medical intervention. It was provided that the patient experienced some additional pain due to the gatch dropping but there were no further problems identified. A visual and functional inspection was performed by the technician who identified that the alleged issue of the gatch dropping out of position was confirmed to be due to the cross support assembly allowing for too much play for the trend guides on the gatch to come off the track.

Event description:
It was reported that the leg section knee gatch dropped during patient use. The patient was being transported after a knee replacement procedure. The patient has claimed that they experienced pain and longer recovery time.

Event description:
It was reported that the leg section knee gatch dropped during patient use. The patient was being transported after a knee replacement procedure. The patient has claimed that they experienced pain and longer recovery time.